Manufacturer narrative:
Correction: h3. Evaluation summary attached should not had been selected. Device not returned to manufacturer.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the electrograms showed t-wave oversensing leading to false detection of atrial fibrillation on an insertable cardiac monitor. Programming changes were recommended. The patient was stable.